Event description:
It was reported to philips that the image processing computer (ippc) failed to store the images. The device was in clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site and confirmed the ippc hard drive was full and determined the hard drive would need to be replaced.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the disk storage was full. Review of the system log files showed malfunctioning frontal ip-pc. Fse replaced the hard disk of ippc. After replacement system returned to good working conditions. The codes were updated based on the investigation outcome. Evaluation method code was corrected.